Event description:
The manufacturer's representative reported that the pump was explanted and replaced due to a rotor stall after an implant duration of 27 months. A rotor study was performed in 09/2006 and it was determined that the rotor had stalled. The pt has experienced increased pain. The pump was filled with dilaudid. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.